Event description:
Report received indicated that during a percutaneous transluminal angioplasty, two balloons ruptured in two separate lesions. There were no anomalies seen during the inspection of the products. The balloons were prepped and use following the instructions for use (IFU). The first target lesion was the common iliac artery, which used balloon (p3-4200040s/r0206264). The second target lesion was the right superficial femoral artery and (p3-4204040s/r0604631) balloon was used. Both lesions were highly calcified. Vessel tortuosity is unknown. An indeflator was use for inflating the balloons, however, the report indicated that at 10atm, the balloons ruptured. There were no balloon leakages observed. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloons were withdrawn without difficulty and exchanged for another balloon to end procedure successfully. There was no adverse consequence to the patient. As per contact, there are no additional patient, vessel, lesion, or procedural information available.